Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and also reported the insulin pump's alerts was not working. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-441ag, mmt-1884, and mmt-342. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-441ag and mmt-342. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Test guardian link 3 transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Programmed a calibration of pump with 110 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Low alert alarm was tested with low bg's of 110 mg/dl and it did provide an alert to low calibrated bg value. Successfully downloaded pump history files and traces using thump and carelink software. Pump delivered no bolus deliveries on the event date of 09-may-2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer¿s complaint for low bg¿s. No device problem was noted during testing. Absence of low alert alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5, updated summary. 2. Section h6: updated type of investigation, investigation findings, investigation conclusion. 3. Section h11: updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary, the device mmt-1884 will not be returned for analysis.